Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that stent damage occurred. A 3.50x38mm synergy stent was selected for use. However, the physician noticed that the stent strut was frayed before going into the guide. The procedure was completed with a different device. No patient complications were reported.